Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has headache, dizziness, nausea. The patient is taking topiramate 100mg twice a day as prescribed by her neurologist. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The patient allegedly had headache, dizziness, nausea. The patient is taking topiramate 100mg twice a day as prescribed by her neurologist. The manufacturer received additional information alleging the patient had difficulty breathing and shortness of breath. The medical intervention was not specified. Sections b1, b2, h1, h6 were updated.